Event description:
It was reported that the patient passed out after using a microwave and felt their heart racing when getting up and walking. The implantable pulse generator (ipg) reported no episodes of bradycardia or tachycardia. The patient complained of cell phone interference with the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.